Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct h8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and it was confirmed that reprocessing was performed according to the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be specified. The event can be detected/prevented by following the instructions for use: evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. Evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the colonvideoscope had an operation unit air leak. No reports of patient harm. During the evaluation the following reportable malfunction was found: nozzle had foreign objects. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable malfunction documented in b5, the evaluation findings are as follows: the scope connector cover, the control unit, the right/left knob, the upward/downward angulation control knob, the forceps elevator knob, the forceps elevator, the switch box, the grip, the connecting tube, the flexibility adjustment ring, the image guide serpentine protector, the universal cord, the protector of universal cord on the suction connector side, the suction connector, the plastic distal end cover were scratched and due to a scratch on objective lens, the image had dark area partially. The objective lens, the light guide lens and the control unit had discoloration; the electric connector had discoloration due to water leakage; the adhesive on bending section cover had a chip; the adhesive on bending section cover had a crack; the forceps channel port was shaved; due to wear of angle wire, the play of upward/downward angulation control knob was out of the standard value; due to wear of angle wire, bending angle in up direction did not meet the standard value and due to deformation of the upward/downward angulation control knob, the water tightness was lost. Further information was provided by the customer. The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, there was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, the nozzle is cleaned with lint-free cloths/brushes/sponges and the air/water nozzle is flushed with detergent solution. There were no abnormalities in the accessories used for reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.